Manufacturer narrative:
Internal file number - (B)(4). Correction: event description, catalog#, lot#. Evaluation summary: visual inspection was performed on the returned device. The shaft separation was confirmed. The difficulty positioning and removing of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters (cdc), trek rx global, instruction for use (IFU) stated: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, the reported use of force likely contributed to the reported separations. The investigation determined the reported difficulty positioning and removing the device appears to be related to operational context; however, the separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the 30-day initial medwatch report, the following information was received: the balloon was inadvertently reported as a 3.00 x 12 mm trek rx balloon dilatation catheter (bdc), the correct device is a 3.00 x 08 mm trek rx bdc. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex coronary artery with moderate calcification and heavy tortuosity. A 3.00 x 12 mm trek rx balloon dilatation catheter (bdc) and a non-abbott stent delivery system (sds) were attempted to be advanced to the lesion; however, failed to cross, as resistance between the two devices was met. The shaft of the sds separated. The bdc was attempted to be removed against resistance of the sds and the anatomy. Force was applied and the shaft of the bdc also separated. A snare was advanced in an attempt to remove the separated distal portions of the device but was unsuccessful. Therefore, an unspecified bdc was advanced and the balloon inflated within the guide catheter to trap the separated bdc and sds and successfully remove them with the guide catheter. The patient was transferred to the main facility [different location] for continued management as a result of the failure to cross of the sds. The patient was reported to be doing well post procedure. No additional information was provided.